Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was undersensing (atrial events were falling in the blanking period) during atrial tachycardia/atrial fibrillation (at/af) episodes and consequently, mode switching was terminated. The lead remains in use. No patient complications have been reported as a result of this event.